Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, branch vessel occlusion or obstruction. Furthermore, the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in patient etiologies including, but not limited to, previous stent or stent graft or previous surgical repair in the descending thoracic aortic area.

Event description:
On (B)(6) 2020 a patient with a history of ascending aorta replacement underwent endovascular treatment of an aortic arch aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). A 12mm hemashield graft was anastomosed to the j graft branch. A tube for returning blood to the patient's body from a heart-lung machine had been inserted into the 12mm graft during the previous ascending aorta replacement surgery, and the 12mm graft bypassed the patient's 3 branch arteries (brachiocephalic, left common carotid, and left subclavian). The ctag-ac device was deployed at a position where the partially uncovered stent covered about half of the j graft branch since the aortic neck length was short (approximately 7mm). After the device was fully deployed, the patient's blood pressure was stable. However, upon ballooning, the j graft branch was unintentionally covered and a decrease in blood pressure was observed. The physician reported that the obstruction of blood flow may have been caused by the shape of the stent graft being changed due to ballooning, or may have been caused by the stent graft possibly migrating during ballooning. Specific cause was unknown. A 7fr. Introducer sheath was inserted from the bypass graft, and the occluded portion was dilated using a pta balloon. A bare metal stent was placed. No further issue was observed on the angiography imaging. The procedure was completed. The patient tolerated the procedure.